Event description:
Hcp reported ongoing increased leg pain after ipg implant. Pt was reprogrammed for relief of new leg pain, unsuccessful. Pt reported leg numbness, sharp burning pain above left knee and difficulty walking after pt fell. No report of device explantation.